Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with all three channels failed was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. The device has not been previously sent into service for the reported condition of "all three channels failed."

Manufacturer narrative:
(B)(4).the device has been received by baxter and the evaluation is currently in progress. A follow-up medwatch report will be submitted when the evaluation results or any additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which all three channels failed. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.